Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported to technical support (ts) that an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008k2 hemodialysis (hd) machine. The rn reported that the remaining time on dialysis (rtd) clock was not counting down. Additional information was obtained through follow-up with a different rn from the facility who was familiar with the event details. This rn stated the uf functionality was not working during the first 1.5-hours of a patient¿s 3.0-hour scheduled treatment. The rn stated the indicator light for the uf was lit (green), but the fluid removal value remained at 0.0. The rn also confirmed that the rtd clock was not counting down; it was stuck at 3-hours remaining. The uf goal had to be adjusted after the first 1.5-hours, to prevent the machine from removing too much fluid in a shorter period of time. The uf goal was changed from 600 ml to 400 ml. It was reported that the patient consumed approximately 150 ml of milk formula during the treatment, and 150 ml of saline was used for the rinse-back. The uf was not turned off at all during the treatment. There were no machine alarms during the treatment. The patient's pre-treatment weight was 11.9 kg and their post-treatment weight was 11.8 kg. Although the uf was not functioning during the first half of the treatment, the patient's blood was still being cleaned (through the dialysis process). The patient did not show any symptoms during or after their treatment, and it was confirmed that the treatment was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No repairs were made on the machine, which remains in service, and no further issues have been reported.